Manufacturer narrative:
Complaint conclusion: as reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. The product was clinically used and will be returned for analysis. Multiple attempts to gather additional information have been made and have been unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube, sealant and procedural sheath were not returned with the device. Visual inspection of the balloon at high magnification revealed no anomalies. A device history record (DHR) review of lot f1629802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sheath, sealant and advancer tube were not returned for analysis. However, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported since there were no anomalies noted with the device. However, it could be related to patient and/or handling factors. According to the instructions for use, which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot f1629802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ could not confirmed as the device was not returned for analysis. The cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis reported. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. The product was clinically used and will be returned for analysis.